Event description:
Event description guidant received information that during the implant procedure, this lead was difficult to postion. After several position attempts, the lead could not capture at maximum output, due to perforation. The lead was removed and replaced.